Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.